Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken pinnacle cup impactor today at (B)(6) hospital item ref d221750041. Top part snapped off during cup implantation. No real delay to theatre as they had another one out anyway.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. However, a review of the provided photographs confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.